Event description:
The initial reporter stated that the pump appeared to be running, but the formula was not moving. They did perform troubleshooting via telephone with a clinician from mmd, and when the pump was tested with water it delivered as expected. Mmd did follow up with the initial reporter who stated that there were no adverse effects to the patient. No additional information was provided. Complaint # (B)(4).

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformance's were found. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.